Manufacturer narrative:
Investigation conclusion: retention products for the reported lot number were tested with qc cut-off hcg standard (25 miu/ml) and high hcg clinical urine (213.7, 231.3, 221.9 iu/ml). All devices yielded correct positive results at the read time. No false negative results were observed. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for a false negative hcg result was not replicated as retention products performed as expected. Per the limitations section of the product insert, this test may produce false negative results. False negative results may occur when the levels of hcg are below the sensitivity levels of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. In case pregnancy is suspected and the test continues to produce negative results, see a physician for further diagnosis.

Manufacturer narrative:
Investigation pending.

Event description:
False negative hcg results on the surestep hcg test device. Although further information was requested, no further information was provided.